Event description:
Customer reported a button error alarm on the insulin pump that was not resolved with a battery change. The blood glucose reading was 127 mg/dl. She stated that the insulin pump may have been exposed to moisture. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with intermittent buttons, due to corroded keypad traces. No button error alarm noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with minor scratches on lcd window, cracked case on display window corners and lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.